Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on both eyes (ou) at 6 year post op exam. The patient came in for an enhancement exam and reported a slow decrease in vision over time. The surgery center indicated the orb scans were suspicious. The patient commented on the concerned that vision changed after last pregnancy (18months ago). The date of discovery of ectasia was on (B)(6) 2015 and the treatment was on(B)(6) 2009. Pre-operative measurements date: (B)(6) 2009. Bcva 20/25 od, 20/20 os. Post-operative measurements date: (B)(6) 2015. Bcva 20/30 od, 20/20 os.